Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance of greater than 3000 ohms. A request was made to have data from this device analyzed. Boston scientific technical services reviewed the data and recommended troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported.